Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml saline fill ce stopper had separation from the plunger. The following information was provided by the initial reporter: posiflush syringe plunger dislodged the plunging shaft from the rubber plunger stopper when attempting to re-aspirate post partial flush when connected to the patient poc line. Additional information provided: kindly provide date of occurrence if possible? (B)(6)2024. Please confirm if the patient had any harm/injury from this? Patient was not injured or caused any harm. Was there any exposure to chemo, blood or body fluids as a result of this? No exposure were there any further actions required? No, staff discarded product and used a new one.

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: posiflush-sp. Device failure: stopper separation.